Event description:
When having plan analysis or plan manager open when changing voxel size for a roi in am, the dose statistics in the case explorer is not updated until the module is closed and open again. In addition, the dose statistics in the pm treatment printout is incorrect in the same way, and if a plan is normalized to that roi, the mu and dose value will be inconsistent until the module is closed and open again. The dvh curves and the treatment printout are still correct.

Manufacturer narrative:
Nucletron sent a customer information bulletin 555.00183 to their users with how an additional safeguard can be applied in oncentra masterplan. As a result of the FDA form 483 report fei number (B)(4) dated 10/28/2011, nucletron (B)(4) is now submitting this MDR in compliance with the corrective actions of the FDA form 483.